Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 160 mg/dl and 37 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
The discrepant results were produced when the meter owner's father tested himself with his daughter's meter; however, only the daughter's patient information was provided, not her father's. The event occurred in italy while this product is not sold in the united states, it is like or similar to a product marketed in the united states.